Manufacturer narrative:
A service history of the past six months has been reviewed. No service history review can be performed. The item has not been sent in for service. There is no information relevant to the current complained issue. (B)(6).

Event description:
It was reported during an ear, nose & throat procedure, the cable console for an electric pen drive stopped working when moved a certain way. It was also reported the device worked intermittently. The same device was used to complete the procedure successfully with no delay in the procedure. No additional information was provided. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found.

Manufacturer narrative:
Device used for treatment, not diagnosis. Product codes: hwe, dzi, erl, hbe.